Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of one of the screws on the backup battery cover not screwing into the controller case was confirmed via the returned system controller. The heartmate 3 system controller (serial number (B)(6)) was returned to abbott burlington and a log file was downloaded. The submitted log file contained 8 events spanning approximately 6 seconds on 12mar2021 (07:32:34 ¿ 07:32:40 per the timestamp). There were no notable atypical alarms active in the log file. The system controller was functionally tested and passed all steps without issue. Additionally, additionally, it was observed that the one of the backup battery cover screws would not thread into the controller case. It was observed that the helicoil threading was bent inwards, preventing the screw from being threaded in. A manufacturing analysis task was previously opened under (under (B)(4)/cs-146900) to further investigate the issue of the incorrect installation of helicoil. The manufacture date of heartmate 3 system controller (17mar2021) dates prior to the creation of the manufacturing analysis task. The root cause for the reported event was determined to be an incorrect installation of helicoil which prevents the screw from threading in. This issue is being monitored for similar events. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller (serial#: (B)(6)) was shipped from abbott on 28jun2021. Heartmate iii instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate iii patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller. Heartmate iii patient handbook (rev. C) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook (rev. C) and heartmate ii instructions for use (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the screws for the backup battery cover wouldn't thread and screw into the controller case. A new controller was used.